Event description:
A week after receiving a cypher stent in the mid left anterior descending (lad), the pt had thrombosis.

Manufacturer narrative:
This device cra (lot unk) is distributed outside the united states; however, it is similar to the united states product cxs. Due to a change in practice regarding the reporting of similar devices, the MDR report for this file is being submitted greater than 30 days from the alert date. A report was rec'd that a cypher stent was associated with thrombosis. The event involved a male pt with a history of hypertension and smoking. This pts' history places him at increased risk of mace. The reason for initial admission to hospital is unknown. However, a coronary angiogram revealed a type c, de novo, calcified and very tortuous lesion in the mid left anterior descending artery with 100% stenosis. The safety and effectiveness of cypher has not been established in these types of lesions and/or vessels. Lesion length was 18mm with a reference vessel diameter of 3mm. The lesion was treated by pre-dilation and implantation of a 2.75 x 18mm cypher select stent at an unknown pressure. Post-dilation was carried out and ivus was not performed. Timi flow was 3 and residual stenosis 0% following the intervention. Heparin was given during the procedure and it is stated the pt was given anti-platelet therapy pre and post-procedure, however, the medications were not specified. It was reported act levels were monitored, however, no value was given. One week following the index procedure, the pt underwent repeat angiography for unspecified reasons that revealed thrombosis of the stent. Thrombectomy was performed and the pt was given asa and plavix. A 2.50 x 18 cypher select stent was implanted distally to the index procedure stent. An attempt was made to implant a 3.00 x 28mm cypher select stent proximal to the index procedure stent, however, it was unable to cross the lesion. It was safely removed and a 3.00 x 23mm cypher slect stent was implanted proximally. It was not specified if all three stents were overlapping. No reported patient injury occurred. The stent that underwent thrombosis remains implanted in the pt and thus not available for evaluation. A device history records review could not be performed as the lot number is not known. The device implicated with the failure to cross was returned; however, DHR review and failure analysis were not performed on this product. Thrombosis is a known potential adverse event following stent implantation. Based on the information provided, it is not possible to draw a conclusion about the clinical relationship between the device and the event; however, there are pt and vessel factors that may have contributed to it.